Event description:
It was reported that during a hartmann pouch takedown procedure, the device was fired but no staples were deployed. Per the nurse, the drivers were not visible. They opened a new device to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Asku. On what tissue type was the device used? Unk. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Unk. Was the spike of the trocar inserted through bowel lateral or through the staple line? Unk. What confirmation did the surgeon receive that the anvil was firmly attached? Heard click. When the device was fired, what was the location of the indicator within the gap setting scale? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Possible. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Asku. Were any unexpected noises heard? Asku. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? No. Was there any difficulty removing the device from the tissue? Asku. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Visual. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What were the indications for surgery? What was found? Asku. Does the patient have any relevant history of surgical treatments? If so, what? Hartman. What are the patient's age and sex? Male. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Anvil_not returned. (Device b): serial # = (B)(4). (Device b): device a arrived in good visual condition and without the anvil. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device b arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.